Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided. Additional information was received indicating that the cause of the fall was due to a slip of the contralateral lower extremity going down stairs and no components were removed therefore; the event is not device related.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided. Additional information was received indicating that the cause of the fall was due to a slip of the contralateral lower extremity going down stairs and no components were removed therefore; the event is not device related.

Manufacturer narrative:
(B)(4). Age or date of birth- dob (B)(6). Concomitant medical products- femoral component option size f left, item# 00595601601. Lot# 63525610. Stemmed tibial component precoat size: 5, item# 00598004701, lot# 63503873. Articular surface regular constraint, item# 90597004010. Lot# 63129290. Report source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and nine months¿ post implantation due to a fractured patella. There is no additional information available at this time.